Manufacturer narrative:
No patient injury was indicated and no medical or surgical intervention was necessary to treat, prevent, or avoid damage to a body structure or impairment to a bodily function. The quantity of blood leakage was not stated. The returned sample was examined. The hub was disassembled to examine the internal gasket and wiper ring. The gasket was intact with no splits, cuts or other damage. The only anomaly observed was the wiper ring slightly misaligned over the gasket; however, this should not result in leakage. The wiper ring purpose is to wipe blood off devices being withdrawn from the introducer. The gasket works independently from the wiper ring, seals over devices passing through, and closes when devices are completely withdrawn from the introducer. Extensive testing of this gasket demonstrated freedom from leakage at up to 6 psi fluid pressure. The complaint that the hemostasis gasket was leaking would not be confirmed. All components in the hemostasis valve were intact and exhibited no damage. An additional 12 unused samples from the same lot were returned and inspected and no issues or abnormalities were found. A separate potential cause for leakage with the detachable hemostasis valve could be that the luer connection between the hub and sheath was not tightened. The root cause could be related to use by the operator.

Event description:
Valve on the removable hemostasis started to leak and continued leaking venous blood. Report was also found in a search of the maude database. Report number : mw5058693. Event description: pac tray/5 catheter introducer tray, 8.5f. The bladder does not seal and blood leaks out and potentially air is sucked in. A different tray with a different lot number was used and it had the same problem.